Event description:
A customer reported to beckman coulter (bec) that reagent probe a leaked on their unicel dxc 800 pro synchron system, discovered while troubleshooting quality control (qc) failure. The customer was wearing personal protective equipment consisting of gloves, safety glasses and a laboratory coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe a collar wash valve failed, resulting in a leak and quality control (qc) failure. The fse replaced the collar wash valve to resolve the leak and qc failure. (B)(4).